Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The customer changed the infusion set the day before hospitalization. Troubleshooting revealed that the time was off by nine hours, which affected the basal rates. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.